Manufacturer narrative:
Lot #: the reported lot # was 605357850; however, this lot number was not recognized by baxter. Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed: (B)(4) or baxter healthcare: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking lipids. This issue was discovered after it was observed that total parenteral nutrition (tpn) bags were cloudy and contaminated with lipids unintentionally. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was reported an unspecified quantity of em2400 valve sets were leaking lipids. H4: device manufacture date: march 29, 2022 - march 30, 2022. H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on with an in-lab em2400 exactamix main module and a leak was observed from port 2 only. The reported condition was verified on the companion sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.